Event description:
User experienced high troponin t results for one patient. Initial result gave 0.098 ug per l. Same sample repeated four times gave 0.082, 0.032, 0.036 and 0.037 ug per ml. Erroneous results were not reported.

Manufacturer narrative:
The field service representative was unable to determine the cause, but noted the high voltage was too high and adjusted it to the proper level. He performed performance tests, a blank cell, calibration and quality control to verify analyzer performance.